Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 7.5 cm in diameter. The aortic neck was 26 mm in diameter renal arteries neck is 2 cm in length, moderate angulation (60-70 degree), moderate calcification. The iliac vessels reported as there was moderate calcification on the left and mild calcification on the right side. The stent grafts were implanted and upon final angiogram it was noted that there was a proximal type I endoleak. The physician modeled the stent graft with a reliant balloon and the type I endoleak improved; however, the endoleak did not completely resolve. The physician elected to implant a palmaz stent and the proximal type I endoleak was resolved. The most likely cause of the type I endoleak was related to the combination of the moderate aortic neck calcification and severe aortic neck angulation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, severely angulated and calcified proximal neck, severely angulated and calcified proximal neck. Conclusion: severely angulated and calcified proximal neck, severely angulated and calcified proximal neck.